Event description:
Rptr is calling because he is concerned about a procedure being used by a local tatoo artist to remove tatoos. The procedure involves injecting condensed milk intramuscularly and subcutaneously. The rptr is aware of 2 people who have had the procedure and suffered medical problems. One was a women who had it done on her leg and required hospitalization. The other was a man who lost all range of motion after having it done on his knuckles.

Event description:
Rptr is calling because he is concerned about a procedure being used by a local tatoo artist to remove tatoos. The procedure involves injecting condensed milk intramuscularly and subcutaneously. The rptr is aware of 2 people who have had the procedure and suffered medical problems. One was a woman who had it done on her leg and required hospitalization. The other was a man who lost all range of motion after having it done on his knuckles.